Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level above 400 mg/dl; cause was unknown. Bg was addressed via a manual injection and infusion site change. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the cartridge was in use for more than 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Recommendation was made for customer to consult with the healthcare provider regarding bg level.